Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was not operating due to it not being charged for approximately ten years. Device was explanted and a new device was implanted. Patient was programmed to receive new therapy. Patient was stable.